Event description:
It was reported that a malfunction with code malf 12 occurred, but no notable events happened prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised that they could continue using the pump and to reach out if the issue recurred.